Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a failure in auxiliary drawer 5. A field service engineer removed all cubies, replaced the retractor band cable, and reseated the row board cables. Additionally, the engineer cleaned out the drawer of all debris to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 failed and required maintenance. The malfunction occurred when a user tried to issue medication to patients, without causing any delay to patient care. There were no adverse events or injuries reported based on this event.